Event description:
A report was received that after the patient's implant procedure he had difficulty urinating. The patient's symptoms are believed to be procedure related. The patient was treated with furosemide and IV fluids which resolved the event.

Manufacturer narrative:
Additional information was received that the event was also believed to be related to the device.

Event description:
A report was received that after the patient's implant procedure he had difficulty urinating. The patient's symptoms are believed to be procedure related. The patient was treated with furosemide and IV fluids which resolved the event.